Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was that the surgeon has been noticing many malformed staples on his bypass cases. He has tried many different variations of firing technique as well. He also currently uses seam-guard from gore. He has to over sew the staple lines every case. Case completed with same device and the malformed staple lines were over sewn with 3-0 vicryl. There were no patient consequences.